Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with old insulin pump. It was reported that the customer had button issues and unexpected restart alarm. The customer's blood glucose level at the time of incident was 217mg/dl. It was reported that the customer was advised to discontinue use of the device.